Event description:
The customer reported that the system displayed a generator error message and then shut down uncommanded. There is not report of pt injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the system interface board and reloaded software. The system operates as intended.